Event description:
The customer observed a non-reproducible, negatively biased result on a single patient sample, processed using vitros glu slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The negatively biased result was not reported. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a negatively biased result was obtained from a single patient sample using vitros chemistry products glu slides on a vitros 5,1 fs system. The investigation determined that the vitros 5,1 fs system was operating as intended. The investigation was unable to determine a definitive root cause, however; only the result from the first slide dispensed from the cartridge was questioned. No other results processed from slides dispensed from the same cartridge were questioned. The specific glu slide cartridge is not available for further investigation. The patient sample was retested using slides from the same glu cartridge, and the results were consistent with historical glucose results for that patient. A glu precision test and glu quality control results were also acceptable using an alternate glu cartridge of the same lot number. The customer has not observed any additional occurrences of negatively biased glu results.